Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level customer¿s blood glucose level was 53 mg/dl at the time of incident. Customer also had blood glucose level of 146 mg/dl. The customer was using auto mode feature at the time of reported event. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. Based on customer report customer does not allege insulin pump was over delivering. Customer did self test and it was passed. The insulin pump will not be returned for analysis.